Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal compounded baclofen ¿2000 mcg¿ at a dose of 696 mcg/day. The indication for use was not reported. It was reported a motor stall occurred on (B)(6) 2018 around 16 hours 30 minutes. The patient came to the hospital on (B)(6) 2018 around noon with the beginning of increased spasticity. With regards to environmental, external or patient factors that may have led or contributed to the event, it was noted that around the same time, there was heavy electrical storm and power in the house went on and off several times. The pump was not from trunk stock. The stall did not recover, and the pump was replaced. The pump would be returned to the device manufacturer. No additional interventions/actions were taken. The issue was resolved. The patient's status was alive - no injury. The patient was not taking other medications at the time of the event. It was noted that the patient¿s medical history included allergies to strawberries and peaches. The patient¿s weight was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis identified corrosion and/or wear and/or lubrication issues of the gear train, as well as stall due to shaft bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.